Event description:
A dialysis pt reported receiving a system error 2240 alarm in drain 5/5 during treatment using homechoice device. The home pt discontinued treatment at the time of the alarm and performed a manual exchange. The pt noted the connection between the transfer set and the pt line became loose while the pt was sleeping. There was no pt injury associated with this incident and the samples were discarded per the home pt.